Manufacturer narrative:
The device was discardedand the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from the lower valves. This issue was identified during patient infusion with intravenous immunoglobulin (ivig). A few drops were identified on the patient's arm and chair. The set was changed and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.